Event description:
It was reported that during a da vinci-assisted surgical procedure, sureform 45 stapler instrument jaws were not opening when inside the patient. There was no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the curved-tip sureform 45 stapler instrument to perform failure analysis. The complaint was not confirmed by failure analysis. The curved-tip sureform 45 stapler instrument was placed and driven on an in-house system, and it passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the instrument logs showed no errors. No other logs were available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a backup instrument. There was no procedure delay. The issue did not occur after a system fault. The customer could not confirm if the sureform 45 curved tip stapler instrument jaws were blocked in closed position. The instrument jaws were not stuck on the tissue when issue occurred. The initial reporter did not think the instrument release key was used.

Event description:
Refer to h10/h11 for follow-up information.